Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break, and was tangled at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported during the procedure, the physician started to implant the right ventricle (rv) lead. Difficulties with the lead were observed, and the helix seemed to jump out when trying to extend it. A new lead was implanted to complete the procedure. No adverse effects to the patient were reported.